Event description:
On (B)(6) 2010, pt reported the primary infusion device "turned off and will not work." This occurred approx 6 months prior to report. Pt switched to backup infusion device and did not have batteries available to complete troubleshooting. Follow-up was completed. Pt reported there was a black spot in the middle of the infusion device display screen. Pt reported he was not able to read the display due to this. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.